Manufacturer narrative:
Date sent to FDA: 08/25/2016. The actual sample consisted of the used device and the opened foil package. No further packaging components were returned. Visual inspection of the used, blood (soaked) contaminated device showed that both straps had broken off the device. Both suture loops presented blood contamination but intact appearance. No further defects could be observed at the actual device. The cause of the broken off straps could not be determined.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the straps of the device pulled apart as the mesh was being installed. A second like mesh product was used to complete the procedure with no consequence to the patient. No additional information was provided.